Event description:
Patients foley catheter was noted to be leaking and spontaneously came out on its own. It was noted after looking at the catheter tip that the balloon had ruptured. Chronic care management made aware and visualized the catheter tip. Instructed to call urology.